Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The analyst comment indicated that the longevity calculation equals 66%. 4193 implantable pacing lead 2007 (B)(6); 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up is in progress. No patient complications have been reported as a result of this event.

Event description:
Follow-up information was received and the device was explanted and replaced because it had reached elective replacement indicator (eri) normally.

Manufacturer narrative:
(B)(4).